Manufacturer narrative:
Heartsine's investigation discovered the device's visual interface was not functional. The investigation determined the root cause to be the failure of microprocessor u25. The fault could not be replicated after replacing the microprocessor (u25). After replacing the microprocessor the device underwent extensive testing of all critical functions, performing to specification throughout. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device's status indicator was constantly lit. Heartsine's investigation found that the device's visual guide was not functional during the investigation. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.